Event description:
It was reported after atrial transseptal puncture, the needle and dilator were removed from the introducer. The doctor turned the 3 way stopcock on the sideport valve to the open position, expecting blood to come out, but it did not. He then aspirated with a 10ml syringe and air was noted. The doctor exchanged the agilis device which resolved the problem.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a f/u report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial rptr provided the info to the MFR: (B)(4) 2010.